Manufacturer narrative:
D10 concomitant product: 8886621731-2, maxon 4-0 30 grn cv-24 8886621731-2, (lot number: d5g3408y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively of a veterinary case, the two needles detached when pulling out from the retainer and preparing for suturing. A new suture used without any problems. There was no patient involvement.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Correction: a1 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Visual inspection noted two needles and two sutures. The needles were returned disengaged from the sutures. Upon microscopic inspection of the needles, normal crimp and swage marks were noted. Both of the needle swages were full of suture material, indicating the sutures broke at the swage. It was reported that the two needles detached while being pulled from the retainer during preparation for suturing. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.